Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and gel bleed.

Event description:
Patient representative reported "rapid and severe swelling of the breast. The pain became increasingly severe, so that due to a massive worsening and further swelling in the breast", gel bleed and capsular contracture, baker grade unknown. Device status is unknown. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative additionally reported right-side"capsular fibrosis" baker grade unknown, and gel bleed per ultrasound finding. Patient representative later reported "seroma" and "device destroyed". The device has been explanted.

Event description:
Patient representative reported right side "rapid and severe swelling of the breast. The pain became increasingly severe, so that due to a massive worsening and further swelling in the breast", gel bleed and capsular contracture baker grade unknown. Patient representative additionally reported "capsular fibrosis" baker grade unknown, and gel bleed per ultrasound finding. Patient representative later reported "seroma" and "device destroyed". Patient representative additionally reported "rupture" and "silicone migration". The device has been explanted and replaced with non-abbvie device, and discarded.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, b5, b6, e1, g1, g2, h6.